Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber pta was inflated to six atmospheres however it ruptured, the physician then attempted to remove the saber and its balloon shaft separated. There were no reported patient injuries. The fragments were removed from the patient¿s body by using a non-cordis wire and the procedure was completed. The lesion was the right iliac artery with calcification. An approach was made from the left arm with a non-cordis catheter. There were no anomalies confirmed with the complaint device prior to use. The patient is recovering well without any complication. The physician commented that the calcification was confirmed but did not think the balloon would rupture. Also, when the device was retracted to remove from the patient, the physician felt as if the balloon was caught by something and elongated until it separated. The physician concerned if some fragments remained in the patient¿s body. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging. The device did not kink/ or bend at any time prior to the resistance/friction. There was no unusual force used during the procedure. There was no difficulty tracking through the vasculature. The same indeflator was used successfully with other devices.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Addendum for additional information received:the physician confirmed the radiopaque markers on the distal hypotube portion in the patient. The separated distal portion was removed from the patient using a snare catheter. The separated distal portion was wrapped by gauze right away, and handed over to the sales rep later. An 8x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inflated to six atmospheres (6atm); however it ruptured. The physician then attempted to remove the saber pta catheter and its balloon shaft separated. The fragments were removed from the patient¿s body by using a non-cordis wire and the procedure was completed. There were no reported patient injuries. The lesion was the right iliac artery with calcification. An approach was made from the left arm with a non-cordis catheter. There were no anomalies confirmed with the complaint device prior to use. The patient is recovering well without any complication. The physician commented that the calcification was confirmed but did not think the balloon would rupture. Also, when the device was retracted to remove from the patient, the physician felt as if the balloon was caught by something and elongated until it separated. The physician is concerned if some fragments remained in the patient¿s body. The physician confirmed the radiopaque markers on the distal hypotube portion in the patient. The separated distal portion was removed from the patient using a snare catheter. The separated distal portion was wrapped by gauze right away, and handed over to the sales rep later. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging. The device did not kink/or bend at any time prior to the resistance/friction. There was no unusual force used during the procedure. There was no difficulty tracking through the vasculature. The same indeflator was used successfully with other devices. One non-sterile saber rx 8mm x 4cm155cm bc was received for analysis coiled inside a plastic bag. Per visual analysis a balloon separated condition was noted and an inner body separation. The separated distal section of the balloon and the inner body distal section were not received for analysis. Supposedly, the missing balloon fragment belonging to the saber balloon analyzed under this complaint was returned for analysis under the complaint case-2018-00035210-1. However, a foreign jelly aspect substance of a light brown color probably measuring (at maximum) a couple centimeters long, was received inside a glass container instead of the alleged missing separated fragment of the involved saber balloon. No other anomalies observed. Functional testing was not performed on the balloon unit due to the separated damage condition of the unit received. Per dimensional analysis requested as a follow-up procedure using picture dimensional analysis as the unit had been destroyed during sem analysis, a measurement approximation was inferred from the picture taken to the complaint¿s saber balloon when it was received for analysis. A similar saber balloon lab sample was placed under the fal vision system at the same magnification used on the complaint saber balloon and measurement taken. Per dimensional results on the overlapped pictures, it can be concluded that, approximately, 8 (eight) millimeters of balloon were received in the original complaint¿s saber balloon. So, it can be deduced that, at least, an approximation of 32 millimeters balloon¿s length material was missing from the separated saber balloon. Per sem analysis the balloon internal surface did not present any evidence of damage or defect. However, the external surface presented evidence of scratched and abrasion marks near to the balloon separated area, and it is very likely that the same factors that caused the abrasion and scratch marks on the balloon¿s outer surface, can also contribute to the separated condition found on the received balloon. Additionally, the separated inner body surface presented evidence of elongations at the surrounding areas of the separation. The elongations observed could be related to an application of a force that induced a material deformation until rupture. A sample of an unknown opaque material was also provided for analysis. Infrared spectroscopy (ft-ir) was used to analyze the material. Based on the absorption bands observed in the ir spectrum obtained from the foreign material, it is suggested that this material has a biological composition similar to that shown by human tissue. No other anomalies were found during analysis. A device history record (DHR) review of lot 17662421 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ and ¿body/shaft separated in patient¿ were confirmed through analysis of the returned device. However, the exact cause of the issues could not be conclusively determined during analysis. Based on the information available for review, lesion characteristics (calcification) and procedural factors (balloon was caught by something, possibly calcification, and elongated until it separated when the physician was trying to remove the device from vessel and exceeded the material tensile strength) likely contributed to the rupture and separation as evidenced by the scratch marks on the balloon at the rupture/separated area, and the elongations on the inner body during sem analysis. The balloon fragment was removed by the physician. The separated fragment was not returned for analysis, therefore no comparison could be made between the separated parts in order to ascertain whether the retrieval of the complete balloon catheter occurred. Although a biological tissue sample was returned it is unknown what the origin of the biological tissue is likely to be. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. As reported, a 8x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was inflated to six atmospheres (atm); however it ruptured. The physician then attempted to remove the saber pta catheter and its balloon shaft separated. The fragments were removed from the patient¿s body by using a non-cordis wire and the procedure was completed. There were no reported patient injuries. The lesion was the right iliac artery with calcification. An approach was made from the left arm with a non-cordis catheter. There were no anomalies confirmed with the complaint device prior to use. The patient is recovering well without any complication. The physician commented that the calcification was confirmed but did not think the balloon would rupture. Also, when the device was retracted to remove from the patient, the physician felt as if the balloon was caught by something and elongated until it separated. The physician concerned if some fragments remained in the patient¿s body. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging. The device did not kink/ or bend at any time prior to the resistance/friction. There was no unusual force used during the procedure. There was no difficulty tracking through the vasculature. The same indeflator was used successfully with other devices. One non-sterile saber rx8mm4cm155 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the saber unit received presents a balloon separated condition and an inner body separation. The separated distal section of the balloon and the inner body distal section were not received for analysis. No other anomalies observed. Functional test was not performed on the balloon unit due to the separated damage condition of the unit received. Per microscopic analysis, sem analysis was performed to the received piece of balloon unit to identify the possible root cause of the rupture and separated condition. Sem analysis results showed that the balloon internal surface did not present any evidence of damage or defect. However, the external surface presented evidence of scratched and abrasion marks near to the balloon separated area, and it is very likely that the same factors that caused the abrasion and scratch marks on the balloon¿s outer surface, can also contribute to the separated condition found on the received balloon. Additionally, the separated inner body surface presented evidence of elongations at the surrounding areas of the separation. The elongations observed could be related to an application of a force that induced a material deformation until rupture. No other anomalies were found during analysis. A device history record (DHR) review of lot 17662421 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ and ¿body/shaft separated in patient¿ were confirmed through analysis of the returned device. However, the exact cause of the issues could not be conclusively determined during analysis. Based on the information available for review, lesion characteristics (calcification) and handling factors (balloon was caught by something and elongated until it separated) likely contributed to the rupture and separation as evidenced by the scratch marks on the balloon at the rupture/separated area, and the elongations on the inner body during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.